Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Debilitating and permanent neurological injuries impacting both hands and feet [nervous system disorder]. Severe and permanent physical injuries [injury], zinc poisoning [metal poisoning], copper deficiency, hematological injuries [blood disorder]. An attorney reported that their female client, age (B)(6) years, used fixodent denture adhesive, version unk cream for her dentures, and reported the following: debilitating and permanent neurological injuries impacting both hands and feet, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities, zinc poisoning, copper deficiency, and hematological injuries. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.